Event description:
A nurse contacted baxter's tech service ctr regarding an overfill of a pt during therapy on a homechoice device. The pt had gotten a manual exchange of 2l of medicated solution earlier that evening which was not part of the pt's usual therapy. The nurse was supposed to manually drain the pt prior to beginning therapy on the homechoice machine. Instead the nurse put the pt on the machine and started therapy. The initial drain alarm was set to 0ml because the pt usually begins therapy empty. The hc drained off 12ml then started fill 1/8. The fill vlume on the machine was set to 2.5l. The pt was complaining of discomfort, distention and bloating. The baxter tech service rep (tsr) put the pt into a manual drain and drained off 4740ml. Tsr assisted the nurse with ending therapy and then restarting the machine. Tsr assisted with restarting the pt's therapy. The nurse declined to return the device for eval as the cause of the overfill was a known use error.